Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device was returned to service facility for evaluation. During evaluation, the reported issue of drop out on 1/3 of the screen was confirmed. During testing 1/3 of the right side of the image is blacked out. The root cause due to an internal failure of the probe. H3 other text : evaluation summary findings in h:11.

Event description:
It was reported that a large portion of the screen has drop out, about a 1/3 of the bottom of the image is blank. No other information provided, at this time.

Event description:
It was reported that a large portion of the screen has drop out, about a 1/3 of the bottom of the image is blank. No other information provided, at this time.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.